Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the delivery balloon did not fully inflate, requiring additional intervention. The patient presented with st-segment elevation myocardial infarction and was undergoing percutaneous coronary intervention. Vascular access site was obtained via the right femoral artery. The 80% stenosed, 3mmx28mm, concentric, de novo target lesion with a bend between >45 and <90 degrees were located in the non-tortuous and mildly calcified left anterior descending artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with 3.00 x 18 nc balloon catheter resulting to 20% residual stenosis. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during inflation using an encore inflator, the stent delivery system balloon did not totally inflate, resulting in incomplete expansion of the stent. The stent was removed with a snare and the procedure completed with a different device. No patient complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that the delivery balloon did not fully inflate, requiring additional intervention. The patient presented with st-segment elevation myocardial infarction and was undergoing percutaneous coronary intervention. Vascular access site was obtained via the right femoral artery. The 80% stenosed, 3mmx28mm, concentric, de novo target lesion with a bend between >45 and <90 degrees were located in the non-tortuous and mildly calcified left anterior descending artery. After a non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with 3.00 x 18 nc balloon catheter resulting to 20% residual stenosis. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during inflation using an encore inflator, the stent delivery system balloon did not totally inflate, resulting in incomplete expansion of the stent. The stent was removed with a snare and the procedure completed with a different device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Correction: h6 device codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not establshed. This code was selected as the most probable complaint cause based on the information available. The device was not returned therefore the complaint allegation cannot be confirmed. A clear conclusion cannot be established without analysis of the device. E1: initial reporter phone: (B)(6).